Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the unit needs to be returned to zoll for further evaluation. Analysis of reports of this type has not identified an increase in trend.